Event description:
It was reported that pericardial effusion (pe) occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging and fluoroscopy. Pre-procedure imaging confirmed there was no pe noted prior to the procedure, yet there was a presence of a clot within the laa, yet the physician decided to proceed with the procedure. Venous access was obtained and versacross connect (vcc) transseptal access system along with a watchman fxd curve access system (was) was advanced into the right atrium. The physician noted there was difficulty seeing the tenting on the septum due to the patient having pectus excavatum which led to a rotated heart. An intracardiac echocardiogram (ice) catheter was inserted to try to appreciate the fossa ovalis better but with no success as the patient also had a pre-existing pacemaker in place and one of the leads was on top of the fossa ovalis making visualization difficult. The physician then went back to tee imaging and was able to achieve a better visualization of the tenting on the septum and a mid-mid transseptal puncture (tsp) was performed. The patients' vitals decreased, and an effusion sweep was performed, and a growing significant pe was noted. Protamine was given. A pericardiocentesis was initiated but could not successfully be performed so the patient was taken to the operating room where the laa was surgically clipped. The patient stabilized and is expected to fully recover. In the physician's opinion, the reason of the pe is still unknown, but may have been the maneuvering of either the tsp system (was and vcc) or the ice catheter. It was noted the vcc was never near the laa.